Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. An internal tear was observed on the soft cannula from which fluid was observed to leak. The internally damaged soft cannula is confirmed as the root cause of the reported event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided.